Manufacturer narrative:
Dissection is listed in the xience v IFU as potential adverse events associated with coronary stenting. The IFU also states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). It was reported that in this incident, the xience v stent was placed without pre-dilatation (direct stenting). The IFU states: the vessel should be pre-dilated with an appropriately sized balloon. Failure to do so many increase the difficulty of stent placement and cause procedural complications.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that pt underwent stenting of the mid rca, proximal rca and proximal cx. After direct stenting of the proximal rca, a dissection was noted. This was treated successfully via implantation of an additional stent. The pt was discharged the following day. There is no additional information available.